Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6).: analysis of the controller, model 97745, s/n (B)(6) found main board and lcd contaminated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: 97745ac, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller is not working. Patient (pt) stated that they have been charging the controller for almost 2 weeks and nothing happens. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller does not power on. Caller confirmed green light on ac power supply. Agent asked - pt stated they are in law enforcement and the controller has been dropped a couple times. Caller mentioned they have had the controller replaced multiple times in the past. The issue was not resolved. An email was sent to the repair department to replace the ac power supply cord and the controller.